Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration. The patient underwent a lead explant procedure and the explanted devices were discarded by the medical facility.